Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, while using the unit, it was making a loud oscillating noise. It is unknown how the procedure was completed, but the complainant did confirm that there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant tested the unit and found that although the unit was making a noise, all outputs were within specification.

Manufacturer narrative:
Although the unit was in fair physical and mechanical condition, it had an old generation irrigation pump and power cord. Electrically, the unit¿s output in both monopolar and bipolar modes were high. Furthermore, there was a loud noise being produced by the power transformer when the foot switch was depressed. The condition of the returned device was consistent with the complaint of loud noises from unit; the complaint was confirmed. The most probable root cause is wear and tear from repeated use. Due to the age of the unit and some of the outdated components, this unit was scrapped. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) - unit making unusual noise. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, while using the unit, it was making a loud oscillating noise. It is unknown how the procedure was completed, but the complainant did confirm that there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant tested the unit and found that although the unit was making a noise, all outputs were within specification.